Manufacturer narrative:
Additional information in d10, h3,h6, h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a crack on the side of the cap. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack or split about an eighth of an inch long was observed on the end portion of a minicap . It was further stated that there was a leak coming out from the crack. This was identified after removing the minicap prior to hookup for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.